Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones due to an alert of shock impedance high out of range measuring 126 ohms. Technical services (ts) was consulted and further in office review was recommended. No adverse patient effects were reported. This device remains in service.